Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the enter button was flat on the keypad. The hanger assembly was broken. There was a backlight issue, connector on main printed circuit board. The upper and lower case was broken. The battery wire was pinched, however the wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) experienced the "enter" button on the pacer sticking and that it was flattened out. This prevented the user from reliably implementing selections chosen on the menu. The device returned into service. There was no patient involvement.